Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, it was noted that the pacemaker was in backup vvi (bvvi) mode after being in an in-label magnetic resonance imaging (MRI) environment where MRI settings were enabled. No intervention was reported. The patient was in stable condition.